Event description:
The following was reported to hamilton medical ag: hospital staff discontinued the use of this c1 due to frequent check patient interface alarms. When he later carried out a pre-use check, the flow sensor calibration failed after repeated attempts. No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).